Event description:
It was reported that when the programmer was turned on, there was no current. Various electrical cords were tried. The programmer was returned for repair and software upgrade. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer would not power up, the power supply was out of electrical specification. It was also noted that the system fan was noisy. Product ID: 2290, pacing system analyzer.